Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause for the foreign material or stain to remain on the forceps elevator could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation the duodenovideoscope was found to have foreign material or stain at the forceps elevator. There was no patient involvement.